Event description:
Customer reportedly obtained results of 78 mg/dl and 35 mg/dl on the accu chek compact test system within 10 minutes. Customer reportedly ate candy and drank juice in response to results. No adverse event reported. No info provided on where comparison occurred. No quality controls were used. Requested return of suspect device and replacement was sent. Test system: compact meter, strip lot: 20660741, 03/31/2008.

Manufacturer narrative:
Suspect device is the compact test drum, lot 20660741, exp date 03/31/2008.